Event description:
A peritoneal dialysis (pd) nurse reported that the patient had brought her cycler into the clinic during a check up. While discussing treatment the patient reported that she had a lead with the cycler on (B)(6) 2014. When she completed treatment she had opened the cassette door and fluid had leaked out the back of the tubing set. The set was discarded. During follow up with the pd nurse she reported that the patient's effluent had remained clear. She did not have any signs of infection and she was not treated with any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.